Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the coronary procedure was completed as planned by restarting the system. The philips field service engineer (fse) visited the onsite and confirmed that the system could not emit x-rays. During troubleshooting, fse performed an exposure and found that the system had low load fluro flavor selected and the exposure failed. The fse checked the cooling unit and confirmed that the oil level was normal. The generator log was reviewed by the fse and identified an error code 10lu, intermediate voltage 397v (<420). Fse determined that the cooling unit did not work due to intermediate voltage, where the hospital voltage was not stable. To resolve the issue, fse restarted the generator. Following this action, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the allura system to not emit x-ray. This scenario includes situation in which the main hospital power supply is fluctuating or there is localized power failure that is not caused by the allura. Since the malfunction of an external power source is not malfunction of the allura system. Philips concluded that the complaint is not reportable. The codes have been updated based on the investigation outcome.